Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements. In addition, high pacing thresholds with loss of capture (loc) was noted. Technical services (ts) suspected a possible spring contact anomaly. However, further reprogramming options were performed. No adverse patient effects were noted. This rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.